Event description:
Procedure: unk. Reportedly, the cautery pencil cable was pinched with a hemostat. At the point were the cable was pinched, there was an exposed wire which burned the pt. The burn was small, first degree, and no treatment was necessary.

Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the info received. One e2515h pencil was returned for eval. The following testing was performed on the pencil returned: visual, self key test with 40k ohm box, functional testing using a fx generator, hipot testing, switch resistance and switch activation force. All tests results were acceptable and within specifications. All pencils are 100 percent inspected during the mfg process. The damage to the device is indicative of the cable being pinched with a hemostat, causing a hole in the insulation.